Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the pt had an onset of occasional chest pain in 2009 (approximately 8 months post stent implant). A diagnostic coronary angiography was performed the same month, which showed a critical juxtastent/proximal in-stent restenosis of the second diagonal, and moderate stenosis in the mid left anterior descending artery (lad). The pt was treated with balloon angioplasty and drug eluting stents five days later, and the event resolved the following day. No additional event or pt info is available.